Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Capsulectomy performed. The device has explanted and replaced with a non-allergan device.

Event description:
Patient representative reported left "massive device rupture", "substantial psychological stress", "numbness", and "exhaustion" (non device related). The device has been explanted and replaced.

Event description:
Patient reported left side ¿numbness¿, ¿exhaustion¿, ¿patient feels exposed to substantial psychological stress due to potential risk and problems with the medical device and has suffered substantial health damage and impairments" and "massive device rupture on the left¿, the device has been explanted.

Manufacturer narrative:
F1903. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.